Event description:
It was reported the patient had an infection at the ipg site. As a result, the patient underwent surgical intervention wherein the ipg was explanted (date unknown). Reportedly, the patient's infection has cleared.